Event description:
During placement of a spinal cord stimulator the 'straw' was left in the pt. The surgeon removed the straw from the extension kit. The surgeon screwed the obturator tip onto the tunneling tool, tunneled subcutaneously to create a path for the extension, and unscrewed the obturator tip from the tunneling tool. The surgeon inserted the straw into the tool, removed the tunneling tool, and passed the extension through the straw. The straw was lost at this time. The surgeon was unable to locate it and was therefore unable to remove it. The surgeon may have made an incision between the tunneling entry and exit points in an attempt to find the straw. The straw is not radiolucent. No pt symptoms were reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The report was submitted late by the manufacturer's representative, retraining has been conducted. It is unclear what is meant by the 'straw'.